Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported unstable stent and stent dislodgement were confirmed. The reported material deformation (flared stent) could not be confirmed as the stent implant was not returned. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, additional information was received stating that the stent dislodged while examining it after the stent delivery system was removed from the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the saphenous graft to obtuse marginal artery. A 5.0x13mm ultra stent delivery system (sds) was advanced to the lesion; however, it failed to cross due to the calcified lesion. The sds was pulled outside the anatomy and it was noticed that the stent was loose on the balloon. Additionally, the stent was flared. A new 5.0x13mm ultra sds was advanced; however, this too failed to cross due to the calcification. The device was removed and the procedure was successfully completed with a non-abbott sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.